Manufacturer narrative:
The software was analyzed. It was found that the issue was caused by the microscope not being in optimal range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that scope probe was showing differently on the screen than on the heads-up display (hud) (226631-011) on the zeiss pentero microscope. The surgeon continued without using the scope probe. The surgery was completed with navigation and there was no impact on patient outcome.